Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced polymicrobial peritonitis. The cause of the event was not reported. The patient was hospitalized for an unknown indication prior to the onset of peritonitis. Treatment for the peritonitis was not reported. On an unreported date, the patient experienced sepsis. It was reported the patient passed away. The cause of death was reported to be due to "presumed sepsis"; however, the cause remains unknown. It was not reported if an autopsy was performed. It was not reported if the patient recovered from peritonitis prior to death. The patient was transferred to hemodialysis prior to death. No additional information is available.